Manufacturer narrative:
A ge representative evaluated the system and replaced the power cable. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a broken ground pin on the power cable. No pt injury was reported.